Event description:
It was reported that this right atrial {ra) lead exhibited impedance measurements of less than 200 ohms. No adverse patient effects were reported. The device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).